Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end to end anastomosis on a colectomy in a laparoscopic procedure, the device had poor staple formation. As per reporter the wrong sizer was used and the doctor had to go up in size on the stapler. The sales rep. Was later told by the doctors secretary that staples did not form a full b and were a c shape and that when the air test was performed the staple line blew apart. Also the staple line was incomplete, to complete the staple line it was resected and re-stapled. They used another device to complete anastomosis.